Event description:
Caller reported a pixel issue on pump display, which affected the ability to read the bottom half of the screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery continuity, and technical support arranged for a pump replacement. The caller was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.